Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s parent that on (B)(6) 2026, the patient experienced elevated blood glucose levels after more than 48 hours of pod wear on the leg. Blood glucose levels were reported to have increased to approximately 470-480 mg/dl, with readings displayed as ¿high¿ on the omnipod system. The parent reported that home ketone testing yielded a result of 4 mmol/l, prompting pod removal and administration of a manual insulin injection of 1.5 units. The parent reported that the cannula appeared ¿almost bent¿ upon pod removal. It was further noted that the omnipod system was only allowing them to program a bolus dose of 0.5 units, which could potentially be due to algorithm calculations involving the insulin-on-board and maximum bolus dose setting configured on the controller. The parent was unaware that they could override the bolus calculator if needed. Additionally, the occurrence of an automated delivery restriction was confirmed on the date of event. The patient was subsequently hospitalized and diagnosed with a viral flu infection, reporting a fever and cough during medical evaluation. The patient was treated with intravenous therapy and fluids, remaining hospitalized for approximately one day. Hospital discharge occurred on (B)(6) 2026.